Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the patient received more IV fluids than intended. On an unspecified date and time, an unspecified channel of the device was programmed to deliver normal saline 1l, at a rate of 50 ml/hr, and the delivery was started. No further programming parameters were provided. After approximately half a hour, it was reported that the nurse went to check on the patient and noted 450 ml had been delivered. The delivery was stopped. Therapy was resumed using a different channel of the same device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.